Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had missing diagnostic information due to a disruption of inductive telemetry at the last follow-up. No intervention was performed. The patient was stable throughout.